Manufacturer narrative:
The events occurred on an unspecified date of (B)(6) 2020, further described as "two weeks ago". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of four (4) integrated apd sets w/cassettes leaked. This was observed during set up for automated peritoneal dialysis (apd) therapy prior to the patient connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.